Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Laser was successfully verified prior to and after surgery date. Most recent technical site visit confirmed that device met specifications as per service and installation record. Logfile review for the day of treatment shows all laser system functions were within specifications for the respective treatment day. The system passed successfully all initialization steps. The logfile shows four successfully performed treatments on that day. The measured energy was stable. The logfile shows that the reported treatment for left eye was performed successfully. The interruptions were caused by the user releasing the laser pedal. It is not apparent in the logfiles why the user released the laser pedal. Review of the logfiles for the treatment day does not show any other relevant warning or error messages. No technical root cause could be identified. The system was working within specification. The root cause could not be identified during logfile review. The evaluation of the provided treatment report shows that a positive delta q was treated and an optical zone was used. However, the impact of these settings on the treatment results cannot be determined conclusively. Additional data such as clinical information from pre operative and after appropriate healing time (healing phase might be still ongoing), pre operative topographies and anamnesis was requested but could not be obtained. Therefore, an in-depth clinical assessment cannot be performed. Nevertheless, the local clinical application specialist was informed that the patient is doing well after re-treatment. The root cause for the customer's reported event could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported overcorrection with post operative refraction value greater than one diopter in the left eye during lasik surgery.